Event description:
Information received from the field notes that the patient had coronary artery bypass surgery where "a lot" of cautery was ut ilized near the pacemaker. After the surgery, the device was interrogated and found to be in doo mmode and could not be programmed to another mode. The next day, the patient's electrophysiologist reported being able to program the device. The patient later expired due to ventricular fibrillation, not pacemaker related.